Event description:
It was reported that the patient's pacemaker had exhibited far r wave over-sensing resulting in inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and the patient was in stable condition.